Event description:
During a pulse field ablation, a farawave and merit inquire wire was selected for use. After mapping, the physician aimed to isolate an additional vein or pouch located anterior to the right superior vein. The physician noted that the guide wire felt bent and requested a replacement. Upon advancing the new guide wire, the physician observed that the tip of the farawave seemed to have tissue entrapment and suspected that a piece of the black insulation was missing. A replacement farawave was provided to complete the procedure, and no further complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows tissue trapped between the catheter guidewire and catheter itself, contributing to the stuck guidewire. The reported event was confirmed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a farawave and merit inquire wire was selected for use. After mapping, the physician aimed to isolate an additional vein or pouch located anterior to the right superior vein. The physician noted that the guide wire felt bent and requested a replacement. Upon advancing the new guide wire, the physician observed that the tip of the farawave seemed to have tissue entrapment and suspected that a piece of the black insulation was missing. A replacement farawave was provided to complete the procedure, and no further complications were reported. The device is expected to be returned for analysis.